Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the valve seal was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. A functional evaluation found that the dissector balloon and trocar balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of disengaged valve seal that has no relationship to the reported condition. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ballooning the balloon trocar during a laparoscopic totally extraperitoneal, the balloon had no air and physically broke. Another device was used to complete the case.